Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and the lens was removed due to a capsule tear. The lens was removed and discarded. The reporter stated the incident was not related to the product.

Manufacturer narrative:
.